Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient indicated that they would like to jump start their device but they do not know how to so they were warm transferred to patient services. The patient told patient services that beginning 2-3 weeks ago they were getting a reposition antenna screen. There was poor communication. Their implant was not charging but they were not sure if it was the implant or the recharger. The patient had an unrelated medical issue so they last successfully recharged in (B)(6) 2018 and could not remember the last time they had stimulation. The patient put the belt on and was trying to connect to the implant but they were getting the reposition antenna screen. The patient was redirected to follow up with their healthcare professional (hcp) and patient services assisted the patient in using the hcp listing website. There were no patient symptoms reported and no complications reported. Additional information was received from the patient. The patient reported that their implantable neurostimulator (ins) has been dead since (B)(6) 2018 due to being hospitalized for meningitis. They were not able to charge the ins during that time. The patient confirmed that their hospitalization and meningitis was unrelated to their device or therapy. They requested that a manufacturing representative meet them at their pain physician¿s office so that their ins could be restarted. The patient mentioned that they do not currently have a managing physician. Patient services sent communication to the field. No further complications were reported or anticipated. Additional information received from the patient stated that their ins died and cannot be restarted since (B)(6) 2019. They mentioned that they were in and out of the hospital often last year did not keep the ins charged up. The patient stated that their physician is going to replace the ins with a newer one. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had met with a manufacturer representative, and they were trying to get the implantable neurostimulator restarted after the battery had completely died. It was noted that the patient needs to have the battery replaced. The patient had an x-ray and it showed that the ¿paddle has flipped¿, which was clarified to mean that the implantable neurostimulator flipped. The event date was noted as about two months prior to the report. The patient requested a list of surgeons who work with the manufacturer¿s products. There were no further complications reported.